Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a gas leak. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The initial reporter¿s name is shortened due to field character limit. The full name is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse ran the all-manifold leak and performance tests. There was no leak detected. The fse was unable to duplicate the error. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.